Event description:
The hospital maintenance person reported that this bed had a unintentional downward movement from the bed high position. After troubleshooting with a hill-rom svc tech, it was found that the brakes mechanism on the hilo drive needed to be cleaned. After cleaning the bed operated as designed. There were no reported adverse events associated with this bed malfunction.